Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard unit from lot 9010578 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was retracted into the safety barrel. The needle was reset and evaluated. There was no physical/mechanical damage observed. However, the catheter was found to be lodged inside of the needle cover and misoriented inside. Based off the visual inspection the engineer was able to verify that there was a mis-alignment with the adapter assembly. It was determined that this misorientation caused the retraction and prevented the catheter from being separated from the needle cover. However, the unit was opened, therefore we were unable to confirm whether the cover or the catheter/adapter were manipulated prior to use (user environment) or mis-assembled (manufacturing).

Event description:
It was reported that the 22g x1.00in (0.9 x 25 mm) insyte autoguard experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: soft needle unevenness.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00 in (0.9 x 25 mm) insyte autoguard experienced catheter damage/deformation which was noted prior to use. The following information was provided by the initial reporter: soft needle unevenness.